Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 400 mg/dl. The customer stated that insulin pump had blank display. The customer stated that the battery cap was neither damaged nor corroded. The troubleshooting was performed for the blank display and the display did not returned. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement test due to completely broken reservoir tube lip. Device received with normal operating current. Device passed self test. Pump passed off no power test. No unexpected blank display anomalies noted.